Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On 05/20/2025, it was reported that the patient experienced a cgm accuracy issue. It was reported that the patient could not recall exactly what year this happened in but was "several years ago". The patient did recall that their cgm continued to read low mg/dl, and the patient was self-treating with food. No specific patient symptoms were reported; however, it was stated the patient wasn¿t feeling well. Eventually emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was over 600 mg/dl and the cgm value was still reading low mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient was treated with IV fluids. She was discharged home after approximately 2 hours. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.